Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking or jolting sensation in their low back during positional movement of the head. The current impedance measurements were normal. All unipolar impedances were 833 ohms. It was noted that the lead was placed at t1/t2. Add'l info has been requested.